Event description:
Note: this procedure was performed on an animal. It was reported to boston scientific corporation in 2008 that a resolution clip device was used during a procedure performed the day before (patient gender, age and weight are unknown). According to the complainant, during the procedure, the clip initially did not fully open. When they attempted to open the clip further, it deployed early and could not be used. The clip was left inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
No consequences or impact to patient. Premature deployment. Visual examination of the returned device revealed that the clip assembly was detached from the bushing, but still attached to the control wire, via the tension breaker and yoke. The clip assembly was located just outside the over sheath. The control wire was kinked near the handle. Control wire was actuated and the clip assembly was deployed. As evident by the kink in the control wire, the end-user may have exceeded the design limits of the device during used based on the direction for use (dfu) "precaution (s) prior to use" statements." In a difficult scope position, it may be necessary to straighten the endoscope to facilitate the device passage, and then reposition scope for treatment. If the catheter or over-sheath kinks or becomes damaged during device insertion or passage, do not use it. The cause of the reported malfunction is likely attributable to operational context. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot.